Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 36x2.75mm, concentric target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.0 non-bsc guide catheter and a non-bsc guide wire were advanced in the lesion. Predilation was performed with a 2.5 x 9mm maverick balloon catheter, resulting in 60% residual stenosis. A 2.75x38mm promus element long drug-eluting stent (des) was successfully deployed in the lesion. No significant resistance was encountered while advancing. When a 2.75 x 12mm quantum maverick balloon catheter was advanced for post dilation, a dissection was noted in the proximal part of the deployed stent. A 3.0 x 16mm promus element des was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.